Event description:
Information was received indicating that while in use of a smiths medical cadd extension set for a life-sustaining infusion, leaking was noted. Subsequently the extension set was changed. No patient consequences were reported. No adverse effects were reported.